Manufacturer narrative:
As reported, button #1 of a 6-12f mynx control venous vascular closure device (vcd) would not depress. Another device was opened and successfully deployed. There was no reported patient injury. Proper prep and deployment steps were followed for both devices. After balloon inflation and pullback to proper tension where black lines were aligned, the button would not depress. The physician tried multiple times but with no success. He was able to keep balloon inflated and re-insert the 7f sheath by using the device as a rail into the vessel. The balloon was deflated and the defective device was retracted. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer was trained on the mynx device. The device was used with a 7f non-cordis sheath. Regarding the puncture femoral site, the vessel diameter was not verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored according to the instructions for use (IFU). No damage was noted to the button. The button could not be depressed at all. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the IFU. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test was performed to evaluate functionality. The unit operated as intended: the tension indicator was first aligned by pulling the distal tip in the distal direction, and then button 1 and button 2 were depressed in the instructed sequence. The sealant deployed successfully, and the balloon retracted as expected. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, procedural/handling factors (even though it was reported that alignment of the tension indicator was made prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of a 6-12f mynx control venous vascular closure device (vcd) would not depress. Another device was opened and successfully deployed. There was no reported patient injury. Proper prep and deployment steps were followed for both devices. After balloon inflation and pull back to proper tension where black lines were aligned, the button would not depress. The physician tried multiple times but with no success. He was able to keep balloon inflated and re-insert 7fr sheath using device as a rail into the vessel. The balloon was deflated and the defective device was retracted. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer was trained on the mynx device. The device was used with a 7f non-cordis sheath. Regarding the puncture femoral site, the vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The device was stored according to the IFU. No damage was noted to the button. The button could not be depressed at all. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the IFU. The device is being returned for evaluation.